Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: failure analysis - the investigation was unable to replicate the reported fault. Unrelated to the reported issue, the index knob was found to be loose and out of specification, the threads of the clamp base unit are worn out, and there was lateral movement when index knob was in locked position. The unit is 14 years old; therefore, due to the age and condition of this unit, it cannot be returned to manufacturer¿s specifications. It is recommended that the unit be discarded and replaced. Root cause - evaluation found no device deficiencies that would have contributed to the reported complaint. The unit was showing signs and wear and was over 14 years old. Probable root cause is improper or suboptimal placement of the skull clamp on the patient. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
A facility reported that during "right c3-5 foraminotomy" procedure, the mayfield modified skull clamp (a1059) slipped and would not lock. Patient was in prone position and received graze to nose bridge for which no medical intervention was performed. There was no surgical delay. Additional information received indicates the following: please provide patient information (weight, ethnicity, race). Patient was a tall man 207 cm, 114 kgs and bmi 27. Did each pin engage the cranium in a perpendicular approach? Yes and confirmed mayfield pins were used.